Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said their battery had not been holding a charge for like a couple months. Patient said the implant charge would go down to zero within a matter of a day. Patient also said the controller would not hold a charge either. Patient mentioned that when they had the program changed a month ago, they were told they would not have to charge for 3 days, but now the implant was depleting within a day and the controller was going down faster too. Patient was wondering if they needed a new battery. Agent reviewed controller battery is what charges the implant and the implant battery charge frequency depended on settings/usage. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the circumstances that led to the controller battery depleting quicker was the patient had increasing activity level and also program was changed to only a, 1 versus a, b, c, 1, 2, 3 before. The patient was able to handle it on their own. The patient lowered their activity level and it was working fine now. The issue was resolved.